Manufacturer narrative:
(B)(4). A used partial set was received for evaluation. A visual and microscopic inspection was performed with no issues noted. Functional testing could not be performed as only a partial set was returned. The reported problem could not be identified or duplicate during the evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the disconnection of the transfer set from the y-set had failed. It was reported that the spike port of the y-set was partially torn and remained on the spike of the transfer set. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A sample has been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.